Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("frequent infections"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, vaginal discharge and infection had not resolved and the migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, headache, hypersensitivity, infection, migraine, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), infection ("frequent infections"), migraine ("migraines"), headache ("headaches"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("auto- immune disorder") and hypersensitivity ("hypersensitivity symptoms"). At the time of the report, the pelvic pain, pelvic discomfort, abdominal pain, vaginal discharge and infection had not resolved and the migraine, headache, genital haemorrhage, autoimmune disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain, autoimmune disorder, genital haemorrhage, headache, hypersensitivity, infection, migraine, pelvic discomfort, pelvic pain and vaginal discharge to be related to essure. The reporter commented: patient sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received : product indication, new events- "migraines, headaches, abnormal bleeding , autoimmune disorder nos, hypersensitivity symptom" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.